Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. The replaced standby valve was not returned for our investigation, despite several reminders having been sent. According to the problem description, the reported compressor shut off every 22 seconds which led to a condition of high o2 concentration. After troubleshooting, our field service engineer(fse) replaced the standby valve, and that corrected the issue. A compressor that repeatedly goes to standby may not deliver enough air. If this occurs, alarms for low air supply pressure and/or a high o2 concentration will be generated by the connected ventilator. Our conclusion in this matter is, that the reported issue could not be confirmed and its cause could therefore not be determined, since no device logs were received and no exchanged part(s) were returned. The connected ventilator generated the appropriate alarms.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor mini shut off every 22 seconds. There was no patient involvement. (B)(4).